Manufacturer narrative:
Pump received with blank display due to broken solder joint. Pump received with detached end cap, cracked battery tube thread, cracked reservoir tube lip, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and cracked on display window noted.

Event description:
A customer reported via phone call indicating physical damage on the drive support cap of their insulin pump. The patient's blood glucose level was 117 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.